Event description:
Additional information was received from the manufacturer representative (rep) stating the patient met with hcp today (11/11/25) and there will be no lead revision at this time.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID 977119, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Product ID 977119, serial# (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6) implanted: (B)(6) 2017. Product type lead product ID 977119; serial# (B)(6) implanted: (B)(6) 2025. Product type implantable neurostimulator product ID 977119; serial# (B)(6) implanted: (B)(6) 2025. Product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 22-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was damage to the distal end of the lead observed after removing it from the old (restore) device. After multiple attempts of unscrewing the leads, the hcp had difficulty removing the lead from the old battery and placing it into new battery. Troubleshooting was performed. They attempted to clean/wipe the leads to remove build up. The cause was not known. The issue was ongoing. No symptoms were reported.